Event description:
Biomed reported vague overinfusion situation with the following information: pca dose was 0.2 ml with a delay of 6 minutes and a lock out of 1.2 ml/hour. The history revealed 28.2 ml remaining in the bag and 3.8 ml had been given. No information is available regarding patient status or patient outcome. Attempts were made to obtain information from the director of nursing but were not successful.